Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced phrenic nerve palsy. During a polarx pulmonary vein isolation a polarx catheter was selected for use. The physician was freezing the right superior pulmonary vein (rspv) while pacing phrenic. The diaphragm movement sensor (dms) went to 35 percent , the physician was informed and did not feel any changes. Then the dms dropped a bit more and at that moment the physician lost capture and to come off. The electrophysiology mapping specialis came off by mistake and did not perform a double stop. Eventually a double stop was performed just before coming off. The phrenic was paced again multiple times throughout the case and did not regain capture. A different device was used to complete the procedure. The device was disposed and will not be returned.